Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings: during evaluation, the display screen was observed to be dim and discolored. Additionally, the battery compartment was found to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display failure and a damaged battery compartment. This report is made based on results of investigation completed on 12/11/2013. There was no adverse event associated with this complaint.